Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a keypad not functioning during testing. The cause was identified to be a damaged keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced keys not working with user input. No additional information is available.